Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer replaced the pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the communication bus and failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.